Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, after programming with representative, the patient¿s symptoms of leaking were addressed but they had pain and cried while peeing. The patient experienced painful urination. Additional information received from the patient on (B)(6) 2017 reported that they saw a warning power-on-reset (por). It was unknown if the patient had any recent medical test or emi environmental exposure but they stated that in sept. They had a bladder prolapse but did not see the por until (B)(6) 2017. The patient had frequent urination and pain while peeing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.